Manufacturer narrative:
The investigation determined that (B)(6) results were obtained from (B)(6) qc fluid and known (B)(6) donor samples when using a vitros anti-hcv reagent on a vitros 3600 immunodiagnostic system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros anti-hcv reagent lot 4160 performance issue is not a likely contributor to the event. Additionally, there was no evidence to suggest a vitros 3600 immunodiagnostic system malfunction, however, limited precision testing performed was outside ortho acceptable guidelines and therefore an instrument issue cannot be completely ruled out as contributing to the event. The most likely assignable cause of the event is the affected reagent pack has been interfered with outside of ortho's control and has been incorrectly reassembled before being used at the customer site. For the defect to have occurred at the pencoed site and released for sale in the reported orientation without pencoed¿s knowledge would require a malfunction at two sensor positions on the assembly line. This scenario is extremely unlikely and the coincidence of rogue bottles combining in this way is in the region of (B)(6).

Event description:
The customer observed (B)(6) results obtained from (B)(6) qc fluid and known (B)(6) donor samples when using a vitros anti-hcv reagent on a vitros 3600 immunodiagnostic system. Sample results of (B)(6) versus the expected result of (B)(6). Control results (B)(6), (B)(6) versus the expected result of (B)(6). The (B)(6) vitros anti-hcv results were not reported from the laboratory and ortho was not made aware of any allegation of patient harm as a result of this event. (B)(4).